Event description:
Related manufacturer report number: 2017865-2022-10145, related manufacturer report number: 2017865-2022-10147. It was reported that a patient presented to the emergency room due to dizziness. Device interrogation revealed oversensing noise on the right ventricular (rv) lead resulting in inappropriate shock. On (B)(6) 2022, x-ray was performed and the atrial lead was found dislodged, the rv lead lost slack and dislodged, and the implantable cardioverter defibrillator migrated in the pocket. On that day, the physician elected to reposition the rv lead and to explant and replace the atrial lead. The patient condition was stable.